Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies that would have caused or contributed to the clinical observations.

Event description:
Boston scientific received information that this right ventricular lead failed to pace on a pacemaker dependent patient. The patient required transcutaneous pacing support. A lead revision was performed; the lead was removed, replaced, and returned for analysis. No additional adverse patient effects reported.